Event description:
It was reported that the guide wire felt "unsmooth" on insertion prior to use. Reportedly the device was not used on a pt and no pt injury was associated with this event. Analysis of the returned guide wire confirmed that the core had separated. This is being filed as an MDR based on co's investigative findings.